Manufacturer narrative:
Leakage at the bond between the female luer to male luer at the distal end of the assembly was confirmed. The probable cause is incomplete bond connection between the male and female luers at the distal end of the am6100 during bonding assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer. It was stated in the report that the product was leaking where the extension tubing is fused to the manifold. A medication was being used with this product. There was patient involvement, no harm or adverse event reported and no delay in therapy.